Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a possible catheter issue. A catheter access port (cap) dye study and a roller study were to be performed. No patient symptoms were reported. Patient outcome was unavailable at the time of the report. The medication delivered by the device system was unknown; however, the patient had a pain pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the dye study showed no signs of catheter issue.

Manufacturer narrative:
(B)(4)